Event description:
It was reported that bd - insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: needle would not retract.

Manufacturer narrative:
D. Lot # 4399165 was provided. It is not found related to the reported material number 382634. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.